Manufacturer narrative:
Super poligrip original is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of muscle atrophy in a male patient who used super poligrip original denture adhesive cream as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. In 1997, the patient began using super poligrip original and fixodent. On an unknown date, the patient experienced "zinc toxicity and extensive nerve damage that resulted in symptoms that include pain, burning, weakness and spasms in upper and lower extremities as well as nausea, shortness of breath and muscle loss." This case was considered medically serious by gsk. Super poligrip original and fixodent were continued. According to the claim, the events were severe and permanent.